Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated that a surgical revision was performed. Fluoroscopy confirmed a lead fracture. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high impedance measurements of greater than 2500 ohms, non-capture, and no lv pacing. A lead fracture was noted. The device was reprogrammed to turn off lv pacing. The physician was going to continue monitoring the patient at that time. No adverse patient effects were reported.